Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.